Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch #826c97. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcfrgd reload was returned partially fired 1/3 with the reload pan partially dislodged from the right proximal side. In addition, 1 double driver missing and 2 double drivers out of position, making the reload non-functional. No functional test was performed due the condition of the reload. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 826c97, and no non-conformances were identified.